Event description:
It was reported that when using one (1) unspecified bd vacutainer® safety-lok¿ blood collection set, the needle was leaking during collection and splashed back when the button was pushed. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device expiration date: unknown. D4. Unique identifier (UDI) #: unknown. H4. Device manufacture date: unknown.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2243072-2025-00855 was sent in error as it was a duplicate of MFR report # 9617032-2025-01231.

Event description:
It was reported that when using one (1) unspecified bd vacutainer® safety-lok¿ blood collection set, the needle was leaking during collection and splashed back when the button was pushed. No adverse impact was reported regarding the patient or user.